Manufacturer narrative:
The reported event of insulation abrasion was confirmed. A partial lead was returned for analysis in four segments. External insulation abrasion was noted at 1.7 cm to 2.0, and 9.6 cm to 10.1 cm from the suture sleeve tie impressions consistent with lead friction to friction to another device or feature of the heart. Internal insulation abrasion was noted at 5.7 cm to 5.8 cm from the distal end of the svc shock coil. The etfe coating was intact at these locations. Internal insulation abrasion was also noted at 5.9 cm to 6.1 cm, and 6.5 cm to 8.3 cm from the distal end of the svc shock coil. The etfe coating was abraded at these locations.

Event description:
It was reported that during an unrelated procedure, the right ventricular lead was extracted and the externalized conductors were noted. The lead was replaced. The patient was stable throughout the whole procedure.